Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) opened samples with packaging were returned for evaluation. The samples were visually inspected and a dark brownish particulate material was observed in the clear plastic of both drip chambers. The sample and all available information was forwarded to the supplier for further evaluation. Based on the evaluation results, the supplier confirmed the embedded foreign matter to be degraded plastic (pvc) due to the high temperature during the molding process of the plasticization group. The embedded parts were measured according to the tappi char and found to be within acceptable dimensions. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Furthermore, a batch review was conducted on the production records of the reported lot number and no anomalies were noted. Lastly, all available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. All information concerning this reported incident has been included in our trend analysis of the product line. We continuously monitor product incident reports to identify trends which might affect the quality of our products. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that a black dot was seen inside the drip chamber. One set has normal saline in it and the other is dry. No injuries reported.